Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with an unspecified juvéderm®. The patient was concomitantly injected with botox® c. The patient experienced a ¿break out¿ on the side of the face that ¿went away after a couple of months.¿ two years later, the patient was injected in the cheeks, upper lip, and marionette lines with two juvéderm voluma® xc, on syringe of juvéderm vollure¿ xc, and two syringes of juvéderm® ultra plus xc. The patient was again concomitantly injected with botox® c. Ten days later, the patient had a ¿breakout¿ all over the face, their eyes were ¿swollen and crusty,¿ ¿skin was dry and raw,¿ and ¿bumps¿ were reported. The patient visited a dermatologist who confirmed the breakout was due to fillers and said it was an ¿infection.¿ the patient was treated by a family doctor and did not disclose any more information to the injector. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00152 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00153 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2022-00155 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, juvéderm vollure¿ xc.